Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, and vaginal scarring.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted concurrently with excision of ileal j-pouch and creation of end ileostomy. It was reported that patient underwent wound exploration, exploratory celiotomy on (B)(6) 2003 due to incarcerated incisional hernia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that patient underwent hysterectomy with lso on (B)(6) 2005 due to ovarian cyst on the left. It was reported that patient underwent scar excision and revision to right lower quadrant abdomen on (B)(6) 2006 due to enlarged abdominal scar. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.